Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported an AED battery that appears to be split at the battery plastics welding point. They reported that this did not occur during patient use.